Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgical scrub technician reported the laser head stopped during treatment. Upon follow up, reporter indicated the patient was rescheduled for a later date to complete the procedure.

Manufacturer narrative:
At the visit on site the fse (field service engineer) replaced the laser head. The root cause could not be identified conclusively. The replaced laser head has not been received for evaluation. (B)(4).